Manufacturer narrative:
(B)(4). The device was not received for evaluation as it was implanted. Investigation confirmed that the polyethylene bag used to package this device has a known propensity to adhere to polished surfaces. Tests were conducted on the packaging material to determine risk to the patient, if implanted. Results concluded that the residue left on the implant pose no health hazard to the patient. The device was used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during a cpt total hip replacement procedure, the implant package was opened and the plastic packaging adhered to the prosthesis. The device was implanted.